Event description:
The reporter stated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in 2008. The lens was explanted three months later, due to inadequate vaulting. The lens was exchanged for a longer lens.